Event description:
The operating team had to manually empty the cassette and when they tried to continue with the procedure, the cassette would not work. They switched to a cannula (a manual technique). Follow-up report on 10/4/96 stated: hosp advised that because of the incident, the pt has a cloudy cornea and is being considered for a transplant.